Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -17.5/2.0/109 (sphere/cylinder/axis) was removed from the patients right eye (od) within same surgery intra-operatively on (B)(6) 2023 due to lens tear/break before/during loading after opening the vial. A replacement lens was implanted on (B)(6) 2023 of the same model and size. The replacement lens resolved the problem.

Manufacturer narrative:
Additional information: h6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).